Event description:
Per additional information received,telephone note: complained of incontinence again and has to wear a diaper. She can feel a wire hanging out. Scheduled for the appointment. Complained of right upper quadrant abdominal pain. Assessment - cholelithiasis, without mention of obstruction symptomatic she requests cholecystectomy. Underwent laparoscopic cholecystectomy on (B)(6) 2009 with intra operative cholangiogram was performed for symptomatic gallstones under general anesthesia. CT abdomen and pelvis was performed. They revealed focal bile collection versus a possibility of abscess or seroma. Complained of attempted intercourse this morning follow up of urinary tract infections. She estimates that the frequency of this symptom is several times daily. Aggravating factors include painful intercourse. Associated symptoms include dysuria. Assessment ¿ urinary tract infections, site not specified. Plan ¿ ordered urinalysis with micro and urine creatinine. Complained of urinary tract infection. On examination of vagina there was atrophic mucosa. Plan - recommended for urinalysis. Complained of growth in vaginal area presents for years, last primary care physician told it was nothing but she feels something. Assessment ¿ vaginitis. Plan ¿ recommended patient to avoid applying over the counter (otc) products other than mild soap to area. Ultrasound abdomen was performed status post cholecystectomy. Impression - dilated extra hepatic common hepatic and common bile duct. If elevated or concern for bile duct obstruction is present. Pyuria and screening for venereal diseases. Plan ¿ ordered cytopathology, from cervical or vaginal urine and culture. Prescribed cipro 500 mg tablet take 1 tablet by mouth every 12 hours for 5 days. Cytopathology showed negative for atypical squamous cells of undetermined significance (ascus,) intraepithelial lesion, or malignancy in the atrophic smears.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.